Event description:
Reporter noted low power with system during second case, but surgery, was completed. Third case also noted low power. This patient had high iop. Rather than convert to ecce, case was stopped. Patient returned to or next day to complete procedure.